Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A home hemodialysis (hd) patient reported to have experienced a kink in the arterial bloodline during hd treatment causing the machine to give high pressure alarms. The patient was unable to resolve the issue and terminated treatment. The patient was able to return his blood prior to termination therefore resulting in zero blood loss. The patient did not re-setup for continued treatment that day. There was no patient adverse reaction or injury reported. There was no medical intervention required. The bloodline product is not available to be returned to the manufacturer for evaluation. The exact event date is unknown; however it is known that the event occurred at some point after (B)(6) 2017 and before (B)(6) 2017; therefore, the event date is selected as (B)(6) 2017.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.